Event description:
It was reported an issue with novosyn suture. The client reported that the needle detaches from the thread at the moment of penetration through the tissue. No more information has been provided.

Manufacturer narrative:
Analysis and results: there are previous complaints of this code-batch regarding the same issue closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 45 closed samples to analyze this complaint. Tightness test to the samples received has been performed and all units are tight. When we made rotation test on closed samples received, we have noticed that thread breaks easily next to needle. Then, detachment of the needle or breakage of the thread in that area could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and breaking easily in the attachment area. Final conclusion: taking into account that the results of closed samples received do not fulfill the b. Braun surgical specifications, we conclude that the complaint is confirmed. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future. Moreover, training regarding this issue to production personnel was done.